Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported for right side "hypoechoic nodular lesion", "intracapsular implant rupture", "capsular contracture grade 3". The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, rupture and lump/nodule was received on february 25, 2021 with lot number 2354392. Analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening, yellow particles in the shell and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported for right side "hypoechoic nodular lesion", "intracapsular implant rupture", "capsular contracture grade 3". The device has been explanted.